Event description:
An ophthalmologist reported that a vitrectomy probe did not work and it did not cut during a vitrectomy procedure. No further information is available.

Manufacturer narrative:
A sample was received at manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the complaint sample has been received for evaluation. The final customer lot was identified, three 23 ga ultravit probe lots were used to make up the final lot. A device history record review for each of the probe lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly (bent needle) that could have contributed to the customer complaint. The device history record reviews do not point to a root cause because the lot was reprocessed and the product released met manufacturer´s acceptance criteria. The vit probe was visually examined using 25x magnification. The vit probe was determined to be visually conforming. The sample was functionally tested for aspiration, actuation and cut. Aspiration was determined to be conforming, while actuation and cut were deemed nonconforming. Upon disassembly of the probe, it was noticed that the bond between the cutter and coupling had been broken (adhesive is present). This broken bond would lead to the probe not actuating or cutting properly. However, it could not be determined if the broken bond occured during disassembly and handling or had arrived in this state. (B)(4).

Manufacturer narrative:
Additional information.

Event description:
Additional information was received from the surgeon. There was no patient harm. A new probe was opened and the surgery was succesfully completed.